Event description:
I have the essure birth control implant and it has given me so many problems in the past 4 years. I got it put in (B)(6) 2007, it hurts so bad to have intercourse my monthly cycle is really messed up. I have had pains in my ovaries and stomach almost every day, bad headaches, nausea, fatigue. Irregular heartbeats, lower back pain, and so much more. I just wished it was out so I can hopefully start feeling better! Please help me... I can't take the pain anymore. On (B)(6) 2014, they said I needed to be checked by ob dr but, I don't have the insurance or money to see one.